Event description:
It was reported that three days post implant the patient experienced chest pain, and it was found that the 5076 lead had perforated the myocardium. The patient was transferred to another facility where this lead was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; however, visual inspection showed distortion/deformities consistent with explant damage.